Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, non-calcified, mid left anterior descending (lad) artery. The lesion was distal to a stent implant that had been implanted in the proximal lad during a previous procedure. After predilatation was performed, the 2.5x18 mm xience xpedition stent would not cross the struts of the previously implanted stent becoming stuck. Resistance was felt during retraction of the stent delivery system; however, there was no damage noted to the deployed stent. A non-abbott stent delivery system was able to cross and be placed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device and difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.